Manufacturer narrative:
Initial and final (B)(4) - device 5 of 10.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced ten infusion sets tubing kinked events on (B)(6) 2024. Infusion sets were used for less than 24 hours. Patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.